Event description:
It was reported that a user of the ilet experienced hyperglycemia, with glucose values of 281 mg/dl by cgm and 269 mg/dl by fingerstick, after consuming candy; no symptoms were reported, and the user received troubleshooting and education to allow the pump 60¿120 minutes for correction with instruction to call back if glucose did not regulate. Symptoms included no reported clinical effects. Outcomes included no medical intervention, no alarms, and no hospitalization. Investigation included customer care assessment and user-guided troubleshooting. Investigation of this case revealed no device malfunction or alarm behavior, and the event was consistent with dietary intake preceding the elevation. It was concluded, based on previously established findings for similar reports, that the cause was unclear with contributory user-related factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.